Event description:
The sheath broke/unraveled in the right femoral artery during procedure. A piece of the sheath remains in the body. Reversal agent was given. Pressure to the site and an unplanned admission resulted. An attempt to remove (lasso) the separated segment will be made. Pt was doing ok at the time of this report.

Manufacturer narrative:
No product was returned to assist in our investigation. However, we can advise this product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. In addition, the instructions for use cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. We are aware of the potential for occurrence regarding material separation, and can advice that a corrective action/preventative action has been assigned in an effort to resolve this issue. We will continue to monitor this device.